Manufacturer narrative:
No product was returned. A photo and video were however returned for analysis, and the reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that three cassettes containing particles were identified on (B)(6) 2025, during production of the 100 ml grey cadd cassettes. The reporter noted that particulates were identified during the 100 percent visual inspection. Staff has identified these particles as one small and fiber-like, and two elongated plastic looking particles. A sample video and photo were provided. There was no patient involvement.